Event description:
Patient experienced the events of ¿started noticing that the implant seem visibly deformed¿, ¿pricking sensation in breast, however the right side is worse¿, ¿touching breast is very uncomfortable¿ and ¿ultrasound determined that implant show dents. It was later confirmed by the healthcare professional capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation, pricking sensation, dents, uncomfortable and capsular contracture baker grade IV.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on 08-march-23. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient experienced the events of ¿started noticing that the implant seem visibly deformed¿, ¿pricking sensation in breast, however the right side is worse¿, ¿touching breast is very uncomfortable¿ and ¿ultrasound determined that implant show dents. It was later confirmed by the healthcare professional capsular contracture baker grade IV. The device has been explanted.

Event description:
This report relates to the left side device.

Event description:
Patient experienced the events of ¿started noticing that the implant seem visibly deformed¿, ¿pricking sensation in breast, however the right side is worse¿, ¿touching breast is very uncomfortable¿ and ¿ultrasound determined that implant show dents. It was later confirmed by the healthcare professional capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified observed red biological tissue and red particles in the shell.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.